Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon used an absorbable suture with needle in suturing the uterus. During the examination, the middle suture was broken and the broken ends were neat. They replace the suture and re-stitch it.